Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The complaint of "over-sensing" was not confirmed. The complaint of "no pacing" was not confirmed. The complaint of "loose or intermittent connection" was not confirmed.as received, the device was at normal vvi mode of operation. The device was then programed to nominal settings for the remainder of the analysis. Visual inspection of the header/connectors indicated no anomalies. The results of all electrical test performed, including sensitivity/noise test, mechanical stress testing and battery assessment indicate normal device performance. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported following device replacement procedure that the implantable cardioverter defibrillator exhibited oversensing due to noise. This oversensing caused pacing inhibition and an asystole episode to occur. A loose setscrew was suspected. The device was explanted and replaced. The patient was stable.